Event description:
Ous MDR - sometimes the lead impedance was above 3000 ohm, according to statistics and measurements performed manually. During the device replacement, the physician was unable to perform electrical tests due to the amount of noise from the lv lead. This lead was replaced and returned for analysis.